Event description:
The manufacturer received information alleging the device failed the active exhalation verification test. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the active exhalation verification test. There was no harm or injury reported. The device was evaluated at customer site, the three-way solenoid valve and proportional valve were replaced to address the issue. The replaced solenoid valve was returned to the philips product investigation lab (pil) for further evaluation/investigation. Pil visually inspected the trilogy evo solenoid valve for defects and found none. Pil installed the solenoid valve onto the pil trilogy evo test unit, then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm (active exhalation control module) verification and aecm solenoid current verification at pre-test and aecm verification at post-test and passed testing at post-test, but failed aecm verification testing at pre-test. Pil suspects that internal contamination of the solenoid valve caused the test failure at service. Pil was able to confirm a failure of the solenoid valve. The replaced proportional valve was returned to the philips product investigation lab (pil) for further evaluation/investigation. Pil visually inspected the trilogy evo proportional valve for defects and found none. Pil installed the proportional valve on to the pil trilogy evo test unit, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed.